Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is based on customer's report of "(B)(6)2021". All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the freestyle libre sensor. Customer received low sensor scan results and had contact with his doctor who obtained a reading of 'hi' on the hcp meter. Customer was treated with insulin (dose/type unspecified) for a diagnosed of diabetic ketoacidosis (dka). There was no report of death or permanent impairment associated with this event.